Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any symptoms. It was unknown if auto mode was active and automatically adjusting insulin delivery during the event. Customer's parent called in and stated that they needed to program new settings, as customer was having high blood glucose levels. Customer's parent declined to troubleshoot for the high blood glucose levels. The insulin pump will not be returned for analysis.